Event description:
Noise was reported on the rv channel following rv paced events. Noise seen in hvr recordings stored in the device and during threshold testing in office. No adverse patient events were reported. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was explanted on (B)(6) 2023. Additional report of low impedance and high threshold was noted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was explanted on (B)(6) 2023. Additional report of low impedance and high threshold was noted. Upon receipt, the lead under complaint was subjected to an extensive analysis. An extraction aid was found inside the lead. The analysis showed that the insulation was found abraded through between 2 and 4 cm distal to the is-1 connector pin and between 1 cm and 15 cm proximal to the lead tip. These insulation damages are assumed to be the root cause of the clinical observations. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.